Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the cable was damaged and also found that the upper case had a cracked lens and that the label was peeling. The device was being sent on for repair. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had a fractured cable. The programmer head was returned for service and replaced. There was no patient involvement.